Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the atrial lead exhibited high threshold due to dislodgement. During the lead revision procedure, the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.